Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, enterocele. It was reported that patient underwent an additional mesh implantation on (B)(6) 2009.

Manufacturer narrative:
(B)(4): the patient underwent a mesh revision on (B)(6) 2010.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, and vaginal scarring.